Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the failure to be a cracked filter, fl29.

Event description:
It was reported that the device logged several event codes in the memory. Physio-control investigation found a failure that impacted defibrillation energy delivery by affecting the positive portion of the energy waveform. There was no patient use associated with the reported event.